Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician was unable to find the coronary sinus. The lead was not implanted, and the physician elected to implant a different lead instead. The patient was recovering afterwards.

Manufacturer narrative:
Analysis was normal. No anomalies were found.